Event description:
It was reported that the device had an internal leak and was not keeping pressure. The device was being set up for use when the issue was found, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the pressure was not holding during set up. It was then reported that when the biomed had the device, it was noted that the device had an internal leak, and system leak test failed. The customer noted that the average air reading was stuck at 240 lpm. It was also reported that the blower does not sound normal, but the device does cycle as normal. The device was reported to have a patient disconnect alarm on screen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with guidance to resolve the; however, it could not be confirmed if the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.